Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and advanced the stent through endosocpy to patient pancreas duct while found out the stent cannot be released due to the serious stenosis. User then retracted the stent from patient and detected the stent broken at pigtail part. Broken part was not remain in patient, user found out the broken once the device retracted from endosocpy. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Event description:
Supplemental report is being submitted due to completion of the lab evaluation date: (B)(6) 2022 visual inspection: stent returned. Device observed to be broken in half and significant kinks observed along body and pigtail curl. Functional inspection: 0.035 inch wire guide does not pass through.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: 1 x spsof-5-10 of lot number c1904877 was returned to cirl for evaluation lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2022. The stent was returned. Device observed to be broken in half and significant kinks observed along body and pigtail curl. A 0.035 inch wire guide does not pass through. Document review including IFU review: prior to distribution all spsof-5-10 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for the spsof-5-10 device confirms the failure mode has not previously occurred with the current lot number c1904877. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1904877. The instructions for use (ifu0055-4), which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should also be noted that according to the IFU (ifu0055-4) the user is instructed that for 7fr stents and smaller " introduce stent, tapered tip first, and positioning sleeve onto a pre-positioned wireguide". There is evidence to suggest that the user did not follow the instructions for use (ifu0055-4). Root cause review: a definitive root cause could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to the patient's anatomy of a serious stenosis contributing to the stent fracturing. According to the additional information supplied there was resistance encountered when advancing the introduction system in place to the target location and as a result the hard nature of the pseudocyst may have damaged the stent irreparably. Summary: complaint is confirmed based on visual and/or functional inspection. According to the information reported the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.